Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that their ilet would not charge despite showing a solid green light on the charger. The user tried another outlet with no success, and the device was determined to be nonfunctional. A replacement ilet was shipped overnight. No interruption in insulin delivery or adverse health effects were reported.